Manufacturer narrative:
No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation.

Manufacturer narrative:
D2b - procode was updated. D8 - was device serviced by third party? Was updated. D9 - date returned to MFR was 14-may-2026. H3 and h6 were updated. The suspect pump was returned for evaluation. The event history log was reviewed, and no events related to the current complaint were identified. No service activity was recorded within the past 12 months. Visual inspection and functional testing were performed. The reported alarm, cannot start pump without a latched cassette, could not be reproduced during pci functional testing, as the device was able to start normally. Consequently, the complaint could not be confirmed, and a root cause could not be determined.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump alarmed ¿cannot start pump without a latched cassette.¿ the line was clamped and the cassette was removed and replaced; however, the alarm persisted despite multiple troubleshooting attempts, including massaging the tubing, reconnecting the cassette, cycling the battery door, and restarting the pump. The cassette was tapped and reattempted, but the alarm continued. The pump was powered off with the line remaining clamped. The event occurred while in use at the patient¿s home, and there was no patient injury.